Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the reporter, on (B)(6) 2026, the patient experienced a skin reaction with redness, inflammation/swelling, infection, pain and lump at the needle puncture site. The patient¿s sister noticed that the insertion site developed a lump. The area appeared red, swollen, and painful. The condition gradually worsened and was later diagnosed as an abscess. On (B)(6) 2026, during a hospital visit for an unrelated procedure, the doctor examined the affected area. The area was lanced, drained, and packed (incision and drainage). No anesthesia was reported. It was not documented how the incision was closed. The patient was prescribed oral antibiotic amoxicillin (875-125 mg) to be taken twice daily for four days. The patient remained at the doctor¿s clinic for approximately one hour for treatment and observation. At the time of reporting, the swelling and redness had subsided, and the site was in the recovery stage. No photo or other details were provided. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).